Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the clip deployed in the distal end of the exchange sheath. The deice was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.